Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint was overwritten. The returned battery cap was undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ a turn leading to the pump to reboot due to moisture ingress. The ¿power¿ complaint was duplicated. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and there was no further moisture corrosion or intermittent condition found to the power printed circuit board. (B)(4).